Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of knee. Explanted a 7x9mm insert, implanted a 7x13mm insert and resurfaced the patella using an a38 patella.